Event description:
Further information was obtained, which indicated the outcome was resolved one month following the programming change from adaptive cardiac resynchronization therapy (crt) lv pacing to adaptive bi-ventricular (right ventricular and lv) pacing. It was noted at the six-month follow-up appointment, there was no improvement on the adaptive crt and a twelve lead electrocardiogram (ECG) showed non- simultaneous lv/rv pacing. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced symptoms of worsening heart failure, including dyspnea, lethargy and raised troponin levels, and it was noted the patient may not have been responding to left ventricular (lv) lead only pacing. The patient was hospitalized for three days and the cardiac resynchronization therapy pacemaker (crt-p) parameters were reprogrammed to adaptive bi-ventricular pacing. The patient is awaiting review to assess their response to reprogramming. The lv lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.